Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: analysis of the returned device identified: creases fold. Leak test and microscopic analysis was performed which identified: device no leak and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported left side "deflation". Device has been unilaterally replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been unilaterally replaced.